Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a vitrectomy was performed during intraocular lens surgery with a model zkb00 lens. The surgeon changed the lens (no info provided). No additional information was provided.

Manufacturer narrative:
Date of report: 06/13/2016. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional info: device available for evaluation: yes. Returned to manufacturer on: 06/24/2016. Device returned to manufacturer: yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection with the unaided eye shows the returned lens is stuck in a 1mtec cartridge. Considering the condition of the returned lens additional analysis is not possible. The reported event of vitrectomy is related to the surgical procedure and not to lens design or manufacturing. The customer's reported complaint of vitrectomy could not be confirmed in the returned lens sample. Manufacturing record review: the manufacturing records for the tecnis multifocal lens was reviewed. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The product was manufactured according to specification. A search on complaints revealed that no other complaints for this order number were received to date. All pertinent information available to abbott medical optics has been submitted.